Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The electrodes were not returned for evaluation and no photographs were available for review. Based on the customer's description, the reported wire was likely the electrode shorting wire located between the electrodes within the packaging liner. The shorting wire is intended to provide continuity between the electrodes to support the device readiness self test and it's designed to remain attached to the liner when the electrodes are removed as intended. If the electrodes are not removed from the liner using the intended method in the pictoral instructions, the shorting wire may remain attached to the electrodes. Based on the available information, the reported observation is consistent with this condition.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the associated device displayed a "general electrode fault" message. Complainant indicated that the clinician obtained another set of onestep pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.